Event description:
It was reported patient experienced shocking at the ipg site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this event, attempts were made to complete event details but were not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.